Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was initially reported on 03jun2020 that there was an issue (not specified) with the cev134bg bipolar forceps cev134bg 360mm gayet. Additional information was received on 08jun2020 with the following: during surgery, the surgeon experienced an electric shock. There was no hole in the glove. The issue caused an increase of 20 minute surgery time. The device was changed to resolve the issue.

Event description:
N/a.

Manufacturer narrative:
The forceps was returned for evaluation: DHR - no anomalies that could be associated with the complaint were observed. Failure analysis - there are brown stains on the device. The device did not pass the electrical test. The coating near the jaws is damaged. After disassembling the forceps, the electrode is oxidized. Root cause - the reported event is most likely due to a bad insulation of the handle. There is a short circuit in the black plastic part due to an accumulation of humidity. It comes from a defect of cleaning or of drying of the instrument. Moreover the damage on the coating, are due to an improper cleaning of the device, like cleaning with scouring pads.